Event description:
Information received indicates the left siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch was dirty. He cleaned and lubricated the latch to repair the bed.